Event description:
The user facility reported via chemtrec report that their system 1e processor was leaking sterilant. The leak was quickly contained; however, employees reported irritation to their hands while cleaning up the sterilant. No medical treatment was sought or administered and the employees continued working.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and found that the tubing connector was disconnected and the drain hose was kinked, attributing to the reported leak. The technician made the necessary replacements, tested the unit, confirmed it to be operating according to specification, and returned it to service. The unit was installed in 2011 and is not under a steris service contract for maintenance; the user facility is responsible for all maintenance activities. The technician learned the employees that experienced irritation were not wearing proper ppe, specifically gloves, while cleaning up the sterilant. The system 1e operator manual states, "appropriate personal protective equipment (ppe) is required when handling s40 sterilant concentrate. Ppe should consist of chemical- resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." A steris account manager counseled the user facility on proper use and operation of the system 1e processor and s40 sterilant, specifically, the importance of proper maintenance and wearing proper ppe. No additional issues have been reported.